Event description:
The device was used during a fem pop procedure. Reportedly, the clips did not load properly and there was tissue trauma. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The reported condition could not be confirmed as the instrument was returned fully fired. The interlock was properly engaged and no visual abnormalities were observed.